Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Unit was received with missing serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a customer had a pump error alarm on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the pump error alarm was occurring every four hours. The insulin pump will be not returned for analysis.